Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was 359 mg/dl to high, which exceeded normal levels. At the time of the report, the customer had not addressed bg level. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Technical support instructed the customer to disconnect and adjust the tubing, and to deliver a 5-unit bolus, but the occlusion alarms persisted. Reportedly, the occlusion was caused by a blockage in the cartridge. The customer changed supplies as necessary and resumed insulin therapy.